Event description:
It was reported that the arctic sun device had a cooling issue. Per follow up information received on 21mar2022, it was stated that the device was not used on patient when the problem appeared. Per sample evaluation results received on 13sep2022, it was reported that the problem encountered with filling the tank. It was noted that the circulation pump and level sensor were the cause of the fill issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling issue. Per follow up information received on 21mar2022, it was stated that the device was not used on patient when the problem appeared. Per sample evaluation results received on 13sep2022, it was reported that the problem encountered with filling the tank. It was noted that the circulation pump and level sensor were the cause of the fill issue.